Event description:
The reporter called and alleged discrepant results when compared to a lab. The device results reported was 1.2 and 6.6 inr. The corresponding lab result reported was 1.7 and 4.7 inr. These results are from two different patients.